Event description:
It was reported that the extension lines are kinked. No patient injury was reported.

Event description:
Additional information received via email : event occured during set up.

Manufacturer narrative:
Other, other text: additional information b5, d10, h3, h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Eighteen (18) physical samples decontaminated were returned for evaluation; the samples were analyzed. The samples were observed with marks in the tube (clamp mark). Therefore, the complaint was confirmed. Based on the analysis the root cause is the clamp was closed or manipulated during manufacturing process and this origin the pinch marks found in the tube and production personnel did not detect the damage of the unit. Awareness notification was made to production personnel to explain the importance of adherence and following the procedure., corrected data: d1.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04833. The report was submitted in error.

Manufacturer narrative:
Other, other text: information was received indicating that the issue was found during set up., corrected data: updated d4 expiration date, model number should be null, updated h3, h4, h6; g3: (B)(6).